Manufacturer narrative:
Literature citation: milkin, d et al. (2024). Delayed intradevice leak due to torn left atrial appendage occlusion device membrane. Jacc: clinical electrophysiology. B3: event date estimated as manuscript accepted 08may2024. H6: evaluation conclusion code changed from cmc-no problem detected to known inherent risk of device. Media included in the article regarding the fabric damage allegation was reviewed by a bsc quality engineers and subject matter experts and determined that the observed fabric damage was considered most likely to be delayed healing that presents as high velocity jet on transesophageal echocardiogram (tee) imaging. As this cannot be confirmed without a returned device, the cause code cause not established was used for this event.

Event description:
Reported via journal article it was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. No peri-device leak (pdl) was observed, and compression was noted at 13-24 percent. A 45-day transesophageal echocardiogram (tee) demonstrated a 4-mm pdl and an intact closure device with no laa thrombosis and central mitral regurgitation. Full anticoagulation was resumed after an embolic cerebrovascular accident occurred on aspirin monotherapy 2 years later. A repeat tee echocardiogram performed 6 years post implant, prior to a cardioversion, revealed an intra-device leak (idl) without pdl or thrombosis, based on doppler flow across the device. Cine fluoroscopy demonstrated intact nitinol struts confirming that the idl was caused by a membrane tear. At 6-year follow-up, 3-dimensional (3d) tee demonstrated a tear in the polyester fabric with color flow through the closure device. Bidirectional flow through the closure device membrane on 2d imaging/ the 6-year cine fluoroscopy demonstrates intact nitinol struts in orthogonal views.

Manufacturer narrative:
Literature citation: milkin, d et al. (2024). Delayed intradevice leak due to torn left atrial appendage occlusion device membrane. Jacc: clinical electrophysiology. B3: event date estimated as manuscript accepted 08may2024.

Event description:
Reported via journal article. It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. No peri-device leak (pdl) was observed, and compression was noted at 13-24 percent. A 45-day transesophageal echocardiogram (tee) demonstrated a 4-mm pdl and an intact closure device with no laa thrombosis and central mitral regurgitation. Full anticoagulation was resumed after an embolic cerebrovascular accident occurred on aspirin monotherapy 2 years later. A repeat tee echocardiogram performed 6 years post implant, prior to a cardioversion, revealed an intra-device leak (idl) without pdl or thrombosis, based on doppler flow across the device. Cine fluoroscopy demonstrated intact nitinol struts confirming that the idl was caused by a membrane tear. At 6-year follow-up, 3-dimensional (3d) tee demonstrated a tear in the polyester fabric with color flow through the closure device. Bidirectional flow through the closure device membrane on 2d imaging/ the 6-year cine fluoroscopy demonstrates intact nitinol struts in orthogonal views.